Event description:
Hip pack basin set contained a mayo stand cover that multiple puncture sites noted along the edge of the cover. The rest of the hip pack basin set was without holes so the mayo stand cover was removed and a separate mayo stand cover was opened.